Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. Based on additional monitoring, calibrations entered after the sensor re-link aligned well with sg trends. The system continues to stabilize, and further improvement in bg/sg agreement is expected. A review of the dms confirmed that the system is operating on the updated firmware version and that all information is current.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.